Event description:
Follow up information received indicated that the patient had concerns with their device but had an appointment on (B)(6) 2011 with their physician.

Event description:
Additional information received reported the device was explanted on (B)(6) 2011. It was unclear if the lead was explanted. The cause of the event was unknown. It was unclear if the device explant was related to the event. Impedances were within normal limits. The patient incurred no injury and did not require hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain down the left leg (like a "squeezing" of the leg) when standing. The pain began about three weeks ago, when the pt's implantable neurostimulator battery was "depleted." A power on reset (por) condition was encountered when the pt attempted to communicate with the neurostimulator. It was suggested that the device be replaced, and a lead revision performed. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.